Event description:
It was reported that during the implant procedure, the extension could not be inserted into the neurostimulator. Visual inspection of the device showed an "obstacle" that prevented the insertion of the extension. A new neurostimulator was then implanted in its place. No injuries were reported and the pt outcome was reported as okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.